Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 9.6 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in alarm history due to history file was overwritten. However, the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.